Manufacturer narrative:
As received, a complete lead was returned for analysis in one piece. Visual inspection found an external abrasion breaching the outer insulation and exposing the outer coil of the lead. Mechanical testing found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The field report of lead noise was confirmed, with a root cause of lead damage consistent with friction against the device can.

Event description:
During follow-up, there was noise observed on the right ventricular channel. The lead was explanted and successfully replaced. The patient was in stable condition.